Event description:
It was reported that following a subcutaneous mastectomy procedure and the placement of an implant partially retropectoral and the caudal part covered with veritas collagen matrix surgical mesh, the pt developed fever, prepectoral seroma, and (B)(6) infection one week post implant. During a subsequent re-operation at an unk date the product was found to be dissolved. Everything was removed and the area rinsed. The surgeon reported that postoperatively the pt is fine and healing. No further info is available.

Manufacturer narrative:
No product was returned for eval. A review of the device history record was not possible since the lot number was unavailable.